Event description:
It was reported the patient underwent total hip replacement surgery in 2007, during which he received a durom acetabular component. Post-op, patient experienced pain, revision surgery was recommended, and patient was revised in 2009.